Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk), the device displayed an unrecognized "system failure" error message and device's screen turned completely green and was illegible. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.